Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. 1) a failed suture needle was submitted for evaluation. The component was identified it was requested to assess the fracture mode of the failure. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records couldn't be reviewed as the batch number is unknown. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. 2) sample was forwarded to evaluate the product experience code for breakage suture. A needle/suture in two sections of product was returned for analysis. This product is a loop suture. During the visual inspection of sample, the swage and attachment area were noted to be as expected. Slightly marks on the body needle that appears to be by the use of a surgical instrument was noted. The suture pieces were examined and the ends were cut that appears to be by the use of a surgical instrument were observed and the ends of the sutures pieces do match. In addition, a functional test was performed on the sample and the tensile force met the requirements and the needle was tested by resistance test to needle and the needles met the requirements. According the sample condition, the assignable cause of performance ¿ suture breakage suggest an improper handling of the sample.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. The suture and needle broke while sewing muscle fascia. The broken piece didn't fall inside of the patient. Changed to a new one to complete. There was no adverse patient consequences reported.